Event description:
Information received from the field notes that the patient presented complaining of diaphragmatic stimulation, which was visible at 70 ppm. The ventricular output was initially set to 2.5 v, 0.4 ms unipolar. Programming the device to 2.0 v, 0.4 ms bipolar stopped the stimulation.